Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted in the abdomen. The patient experienced a seizure while sleeping. The cgm was reading 66 mg/dl and the blood glucose reading was 33 mg/dl. The patient¿s husband treated her with a glucagon injection, juice, and ¿diabetic pills¿ and then called for emergency services. When the paramedics arrived, they tested the patient¿s bg and it was 26mg/dl. After a few minutes, the paramedics retested her bg and it was 50mg/dl. At this time, the patient refused to go to the hospital and the paramedics left. The patient was also wearing an omnipod insulin pump. There was no documentation of medical intervention by the paramedics. The patient recovered after treatment and was in stable condition at the time of report. It was also noted that the patient had a CT scan done during this sensor session. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.